Manufacturer narrative:
Inability to remove the sensor is a known and anticipated potential adverse effect. User started that the hcp couldn't remove the sensor during removal and re-insertion procedure despite trying for 15-20 minutes. The event took place on (B)(6) 2025. Because of the failed attempt, the customer had bruising on her arm and prolonged wound healing. Several attempts were made to follow up with the user to gather additional information about the unsuccessful removal attempt and about the next removal dates. However, no response was received. B4. Date of this report 24 august 2025. G3. Date received by the manufacturer? 24 august 2025. H6. Health effect - clinical code updated to 1994.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2025.